Event description:
The patient was reportedly experiencing sound quality issues. It was reported that the patient fell and hit his head causing him to go to the hospital on several occasions with a concussion. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.